Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt passed out and was rushed to the hospital. The pt's cardiologist believed there may have been an interaction between the device and the pt's pacemaker because the pacemaker was not pacing at the appropriate rate. Additional information was requested.